Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (component code, type of investigation, and investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 3rd. Complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer stated, she had 3 needles break off into her injections site on different days. Stated, she was able to remove the needles all three times. Stated, she was left with some bruising, swelling and soreness as a result of the needle breaks stated, she did not seek medical intervention one break occurred on (B)(6), a second needle break occurred on (B)(6) and the third needle break is "unknown" stated, she stuck her finger on a loose needle in a package of syringes on (B)(6). Stated, issues occurred from the same box and the same package. Stated, she will email a photo to show the bruising on her injection site lot: 4144037, catalog: 328418, date of event: november 10th-needle break, october 16th, needle break, november 9th, needle stick, samples: yes, cl.